Event description:
(B)(4). As soon as I had essure I stopped having a period for 6 months, then my period started and wouldn't stop, simultaneously I started having serious digestive issues, skin rash that itches, fatigue, bloating and headaches. I have seen a gi for two years have had an endoscopy and colonoscopy. They found some inflammation but nothing major. I have been put on numerous antibiotics. It all started when I got essure. I even had my gall bladder removed because they thought it might be causing my stomach problems.